Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, facility stated that the patient fell out of bed and was found by staff lying on the floor. The patient was transported to the ER for evaluation and sustained a fractured right distal hip. (B)(4). Were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.